Event description:
It was reported that a novum iq large volume pump over-infused fentanyl in the mccsu (medical critical care step-down unit) department. During rounding it was noticed that the bag looked too low for the volume to be infused and it was calculated that there should have been 55ml of fluid used with 35ml left in the bag. The bag showed under 30ml left. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6. Additional information: h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.